Event description:
Hill-rom received a report that the account stating the right side rail will not stay up. The bed was located at the account on the 2nd floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom tech found the center arm assembly broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2011. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the ctr arm assembly to resolve the issue. Based no this info no further action is required.